Event description:
Patient has a history of persistent back pain related to past injury resulting in surgery (lumbar decompressive laminotomy, spine, lumbar diskectomy). Intrathecal catheter and synchromed programmer was placed for pain control ten months post surgery. Doctor noted on 11 months after implantation that intrathecal catheter found to be disrupted and patient was running saline through the pump. The removal of the disrupted catheter was done at the same time the patient returned for anterior/posterior spinal fusion l4-s1 surgery.